Event description:
The manufacturer's field service engineer (fse) reported the unit does not operate on ac power. There was no patient involvement.

Manufacturer narrative:
The power supply was returned to the manufacturer for failure investigation. Visual inspection of the power supply found no evidence of damage or contamination. The power supply was installed in the fi test ventilator in an attempt to duplicate the reported problem. The test ventilator shut down when ac was applied. The power supply was attached to the 100vdc power supply. Using the oscilloscope the signal at the junction of r91 and the positive lead of capacitor 56 (c56) (lot code: 40 iii hf) was monitored, which revealed the voltage was dropping below the threshold voltage of approximately 8.5 volts required to initialize u8. The c56 capacitor signal was dropping to 7.41v. Failure investigation of the power supply determined the failure of c56 prevented the power supply from operating on ac power.